Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure an intellanav mifi open-irrigated ablation catheter was selected for use. A temperature control error appeared on the generator, and when the catheter was checked the irrigation port was disconnected and blockage was noted. The catheter was replaced with another of a different model. The procedure was completed with no patient complications. The device is not expected to be returned for analysis.